Manufacturer narrative:
Investigation summary: investigation determined that the laboratory was using inappropriate qc ranges for the slide lot. Further testing resulted in low biased qc results, with a range of results suggesting failure to clean evaporation caps. An ocd field engineer performed service, replacing the incubator rotor disk and evaporation caps. The service action restored the analyzer to expected performance. The root cause of the event is user error.

Event description:
The customer observed biased ammonia qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of harm as a result of this event.